Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was within the range of 40 mg/dl and 46 mg/dl. The customer also reported sensor anomaly. The customer did not experience any symptoms of low blood glucose value. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Based on customer¿s report customer does not allege over delivery. The insulin pump will not be returned for analysis.